Event description:
It was reported that "during a laparoscopic cholecystectomy fell from the jaws of the clip applier into the surgical field. It was retrieved. There was no injury to the patient. The procedure was not altered."